Manufacturer narrative:
A ge service representative performed an on site investigation. The fuse was replaced and the power supply was adjusted during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The fse reported that the system would not start up (no boot). This resulted in a total loss of imaging loss of imaging functionality. There is no report of injury or death associated with this event.